Event description:
It was reported that in stent restenosis and myocardial infarction occurred. In (B)(6) 2023, the patient presented with non-st elevation myocardial infarction and a 3.5 mm x 28 mm synergy drug eluting stent was implanted in the saphenous vein graft (svg) to obtuse marginal (om) graft. In (B)(6) 2024, the patient presented with non-st elevation myocardial infarction and a 3.0 mm x 24 mm synergy drug eluting stent was implanted in the svg-om graft. In (B)(6) 2024, the patient presented to the emergency department (ed) with chief complaint of chest pain unresolved with nitroglycerin and was diagnosed with non-st elevation myocardial infarction. The patient was on aspirin and clopidogrel which were continued. Diagnostic coronary angiography revealed 95% in stent restenosis of the svg-om graft and the patient was recommended for revascularization. The 95% in-stent restenosis (isr) noted in svg-om graft was initially pre-dilated with non-compliant ballons. Intravascular ultrasound (ivus) revealed neointimal hyperplasia and under expanded stent. The under expansion and isr were treated with wolverine cutting balloons. However, repeat ivus showed residual under expansion and isr in the proximal segment which was then treated with non-compliant ballons. A scoring balloon and a 3.5 x 20 mm agent dcb were used to complete treatment. The event was considered recovered/resolved and the patient was discharged with dapt.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.